Manufacturer narrative:
The log file analysis revealed that - after a successfully provided pre-use check and soon after the start of procedure, the device detected an internal communication error onboard a pcb that controls the communication between user interface, gas mixer and ventilator. The workstation initiated an emergency shutdown of automatic ventilation and posted corresponding alarms. Monitoring and manual ventilation remain possible in this state and the user was able to complete the case; no patient consequences have occurred. The issue is known from earlier occurrences of the same phenomenon. Intensive evaluation of the provided information and testing of concerned materials did not result in any finding. The fact that the involved pcb is used in another functional unit of the entire device without showing similar symptoms makes a design problem rather unlikely. A reasonable explanation would be emc disturbances beyond the immunity barriers of the workstation which is compliant to iec 60601-1-2. The suspected pcb will be replaced as a precautionary measure. It is recommended to the user facility to check the measures that are in place to prevent from emc disturbances.

Event description:
It was reported that there was a ventilator failure during a procedure. The device posted several corresponding alarms. The user was able to complete the case by means of manual ventilation; no patient consequences have occurred.